Event description:
The french prestataire stated 'mécanisme d¿aiguille ou canule' which translates to "needle or cannula mechanism" in english; this indicates a needle mechanism failure. The french prestataire also reported that the patient's blood glucose levels were 180 mg/dl before the incident and 180 mg/dl after the incident. No additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.